Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation, but does not reflect full investigation window. The reported loss of connection is undetermined. No additional patient or event information is available. The probable cause could not be determined.